Event description:
The single tank of a mobilett plus has come loose since four of the six supporting bolts were missing, the other two bolts broke from the weight of the single tank. After the bolts broke the single tank was hanging by the cables a couple of decimeters below its original position. No one was injured when this event occurred.